Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. No UDI required due to this device being out of production prior to the september 24, 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a patient with epithelial erosion in the right eye six days post photo refractive keratectomy. The patient noted pain, light sensitivity, and blur. Debridement was performed and the bandage contact lens was replaced. The symptoms were noted to be resolved.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after treatment date. Root cause could be not be determined. The manufacturer internal reference number is: 2019-77563.